Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airway during an endobronchial ultrasound procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle would not advance out of its sheath. The physician removed the device from the patient and again attempted to advance the needle. The needle then punctured and ripped through the sheath as it advanced, and the distal tip of the needle was noted to be bent and split lengthwise. The procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event.